Manufacturer narrative:
Per the user guide: the system is indicated for use with u-100 humalog or u-100 novolog insulin. Always remove all air bubbles from the pump before beginning insulin delivery. The cartridge instructions for use state: make sure that insulin is room temperature before filling the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that multiple occlusion alarms occured. Infusion set was changed; no damage to the site was observed. Blood glucose was 170 mg/dl. Reportedly, customer used fiasp insulin in the cartridge, insulin was cold and air was not removed from the cartridge during the loading process. Tandem technical support informed the customer that fiasp was not labeled for use with the cartridge, insulin should be at room temperature and air was to be removed. Customer acknowledged the information.